Event description:
It was reported that pump displayed malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to transition to multiple daily injections as backup therapy, place pump into storage mode, and return it with a prepaid label. Technical support arranged shipment of replacement pump, advised customer to reenter pump settings, connect cgm to replacement device, and select appropriate setup option when starting new pump.